Event description:
A vns programming nurse contacted our vns consultant in the (B)(6) and reported that they have a patient with voice paralysis but the nurse was not entirely convinced that it is not due to their difficult behavioral issues. The office nurse had performed a double ramp up of their settings and everything was fine but later on, the mother reported that he had a lack of voice projection. The event remained constant but resolved without intervention. The patient will not be evaluated by an ent physician. It is possible they do not have vocal cord paralysis but voice alteration from the double ramp up that resolved over time. No further information will be attained. The patient has had a 60% reduction of seizures but this coincides with a worsening of behavior resulting in expulsion from school. Although it was reported that an improvement in seizure control (forced normalization of their behavior) no known medicine change was reported prior to the event. Their behavior became progressively worse after implantation with the vns. No interventions were taken for this. No further information will be provided.